Event description:
It was reported that the surgeon was inserting the screw over the k-wire but the tip of the screw would not go over the k-wire. The screw tip looked to be bent in toward the middle. The dent on the tip prevented the k-wire from passing through the cannulated screw.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the manufacturing records of lot# 144903 were reviewed. There were no issues identified during the manufacturing record review. The cannulas of the screws were examined during quality control inspection prior to release of the lot.conclusion: the observed damage most likely occurred during shipping, cleaning, handling, or use of the screw.

Event description:
It was reported that the surgeon was inserting the screw over the k-wire but the tip of the screw would not go over the k-wire. The screw tip looked to be bent in toward the middle. The dent on the tip prevented the k-wire from passing through the cannulated screw.